Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7073634/7074889.

Event description:
It was reported that the patient experienced pain and discomfort with the location of the ipg despite reprogramming done. All device components were explanted and were discarded.